Event description:
It was reported to boston scientific corporation that during a posterior/rectocele repair procedure using a pinnacle posterior pfr kit, the lead suture of each of the mesh legs broke at the point where it meets the dilator, inside the patient, when the physician was pulling each respective mesh leg through either of the patient¿s sacrospinous ligaments. The detached sutures, with the needles at the ends, were retrieved from the patient using forceps. The physician was able to finish pulling each of the mesh legs through the sacrospinous ligaments using forceps, and the procedure was completed with no further complications to the patient, who is reportedly ¿fine¿ post-procedure. The procedure was delayed by 30 minutes due to this event.

Manufacturer narrative:
(B) (4) removal of foreign body. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Manufacturer narrative:
The uphold's leg system sub-assemblies were returned with sleeves, dilators, sutures, and needles. Visual analysis showed that there is kinking on the distal end of the blue and white dilator. Tool marks and tearing were observed on the solid blue dilator. None of the sutures were broken, which does not confirm the reported complaint. The capio suturing device was not returned; therefore, an analysis is not available and we are not able to determine the relationship between the capio device and this reported event. The probable root cause for this event could not be confirmed. The probable cause for kinking, tool marks, and tearing was found to be caused by the forceps that were used during the procedure.

Event description:
It was reported to boston scientific corporation that during a posterior/rectocele repair procedure using a pinnacle posterior pfr kit, the lead suture of each of the mesh legs broke at the point where it meets the dilator, inside the patient, when the physician was pulling each respective mesh leg through either of the patient's sacrospinous ligaments. The detached sutures, with the needles at the ends, were retrieved from the patient using forceps. The physician was able to finish pulling each of the mesh legs through the sacrospinous ligaments using forceps, and the procedure was completed with no further complications to the patient, who is reportedly "fine" post-procedure. The procedure was delayed by 30 minutes due to this event.